Manufacturer narrative:
Two patient samples were sent for further investigation. Very high concentrations of biotin were found in both samples. From the information and data provided and the analysis thereof, a general reagent issue can be excluded. The discrepant values are consistent with the very high biotin concentrations found in both samples, which are considerably above the threshold values mentioned in the method sheets of the assays.

Manufacturer narrative:
The country of origin is (B)(6).

Event description:
The initial reporter received questionable tsh elecsys cobas e 200 v2, troponin t high sensitive, elecsys ft4 iii assay results from the cobas 8000 e 602 module serial number (B)(4). Each questionable test result was obtained from a different sample of the same premature neonate patient; the customer suspects biotin interference with each assay. This MDR will cover the elecsys ft4 iii assay reagent . Refer to the MDR's with patient identifier = (B)(4) for the tsh elecsys cobas e 200 v2 reagent and (B)(4) for the troponin t high sensitive reagent. For example, on (B)(6) 2019, a sample from the patient would recover a troponin t value of about 500 ng/l. After obtaining this value, the patient's doctor started the patient on a 10 mg/day biotin medication for treatment of metabolic diseases. On (B)(6) 2019, another sample from the patient would recover a troponin t value of < 7 ng/l. After treatment, the patient also recovered a tsh value of < 0.005 uiu/ml on a different sample. On an unknown date after biotin treatment was started, another sample from the patient recovered a non-believable high ft4 value of >100 pmol/l. The questionable results were not reported outside the laboratory.